Event description:
The surgeon inserted an aq2010v silicone three piece lens but it was removed due to the surgeon no likely the way the lens sat in the sye. The incision was not enlarged and no sutures were required. There was no pt injury.